Event description:
It was reported that the patient with diabetes called to report that his infusion site had been leaking, which he discovered after his glucose rose to 539 mg/dl and he had gone through three days worth of insulin. He realized the insulin had not been delivered into his body because his shirt was wet where the infusion site was located on his back. The infusion set was leaking. The infusion set was last replaced after 24 hours. The operator of the device was the lay user or patient. No patient harm or no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.